Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results from the cobas c 503 analytical unit. The initial result was 8.0 % and the repeat result from a different cobas c 503 analytical unit was 7.4 %. The repeat result was believed to be correct.

Manufacturer narrative:
The reagent lot number was 728053. The expiration date was not provided. The field service engineer found an issue with the sample probe. He replaced the probe, performed horizontal and vertical adjustments, and adjusted the probe rinse and cell rinses. He ran a precision study and qc with acceptable results. The investigation determined that the service actions resolved the issue.